Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter was present in the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the incompatible scope error was problems such as the circuit board inside the video connector or faulty contacts. Additionally, the most probable cause for the presence of foreign matter in the auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error 315. The issue was found during inspection for use. There were no reports of patient harm.